Manufacturer narrative:
(B)(4). Results: the px slim delivery microcatheter (px slim) was kinked approximately 2.5 cm from the hub. Conclusions: evaluation of the px slim revealed a kink in the strain relief. This damage likely occurred due to forceful manipulation during removal from packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the radiology technologist inadvertently kinked a px slim delivery microcatheter (px slim) at the hub while removing it from its dispenser hoop. It was reported that the px slim was packaged in the old style packaging system. The kinking of the px slim occurred prior to use and therefore the px slim was not used in the procedure. The procedure was completed using a new px slim.